Manufacturer narrative:
This issue is being reported in an abundance of caution. This device was 12 years old at the time of this incident. Multiple attempts were made to obtain a return and additional information, without success. The medical conditions of the end user are unknown. It is unclear what, if any part the concentrator played in the death of the end user. It is unclear how, or if the device malfunctioned. The device is equipped with both visual and audible alarm systems to indicate to the user if it isn¿t functioning as intended.

Event description:
The reporter states that she wants a company to check her husband's concentrator for o2 output. She states provider was called by the hospital to come and check the concentrator operation. She states the provider never came out to check machine as requested. She states that her husband came out on (B)(6), went back in the hospital and was diagnosed with co2 poisoning. He was treated/ intubated, then placed on CPAP and then back to concentrator. She states he was released on (B)(6), and passed on (B)(6). She wants a repair center to inspect the concentrator to see if it failed which may have lead to his death.